Event description:
It was reported that the procedure was to treat a total occluded, moderately calcified, 100% stenosis in the mid left arterial descending (lad). During pre-dilatation with the 2.25x15 mm rx trek balloon catheter it was noticed that the balloon was ruptured on first inflation at 10 atmospheres. A trek 2.5x20 mm balloon was used successfully. There was no resistance felt when advancing or removing the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Without the device, the nature of the reported difficulty could not be verified; hence a probable cause(s) could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.